Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the complaint for ¿device continually deletes programmed patient information and cannot connect to wi-fi¿ was confirmed through current time and date verification and device event log/alarm history. The cause was the printed wiring assembly (pwa) board. Replaced pwa board. Upon further investigation, it found that the upstream occlusion (uso) seal was bubbled. Replaced uso seal. The downstream occlusion (dso) seal was detached, replaced dso seal. Performed dso/uso sensor calibration. Reloaded software updated. Unit reset to standard configuration. Performed performance verification testing (pvt). The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating "continually deletes programmed patient information and cannot connect to wi-fi"; during device evaluation it was found that the device had a detached downstream (dso) seal. Patient involvement was unknown.